Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs: 1225714-2014-05044 and 1225714-2014-05045.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.